Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
The patient reported that the start button did not stay locked down. The patient stated that after the start button popped out, she was able to push the needle back in by pressing down on the start button.